Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted in (B)(6) 2025 with a system impedance of 45 ohms. In the same month and after implantation, the patient had a heart attack and underwent a bypass procedure with sternotomy. During closure, a sternum wire caught the electrode coil. Following this, system impedance was less than 30 ohms. Subsequently, the electrode was surgically replaced. However, impedance measurements of less than 30 ohms remained, and the field questioned if the device was also damaged during the sternotomy. Technical services (ts) was consulted, noting the shock impedance for a shock delivered on (B)(6) 2025 was 35 ohms. The system impedance is in the range of 25-30 ohms. X-ray imaging shows a white area which is possibly related to potential fluid/seroma accumulation or equivalent post-surgery. Per ts, this could lower the impedance by increasing tissue conductivity, and it is possible in the next weeks the system impedance raises towards initial range around 50-60 ohms. The field was advised to check with the health care professional (hcp) if there might be some additional fluid post-surgery and also consider sending a new interrogation from a programmer or using latitude data once the patient is sent home post-recovery. No adverse patient effects were reported. This product remains in service. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: with all the available information, boston scientific is unable to conclude the root cause of the incident. This device remains implanted; therefore, a technical analysis cannot be conducted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. Risk assessment: a risk review was completed and confirmed that the event of impedance issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted in (B)(6) 2025 with a system impedance of 45 ohms. In the same month and after implantation, the patient had a heart attack and underwent a bypass procedure with sternotomy. During closure, a sternum wire caught the electrode coil. Following this, system impedance was less than 30 ohms. Subsequently, the electrode was surgically replaced. However, impedance measurements of less than 30 ohms remained, and the field questioned if the device was also damaged during the sternotomy. Technical services (ts) was consulted, noting the shock impedance for a shock delivered on 31-december-2025 was 35 ohms. The system impedance is in the range of 25-30 ohms. X-ray imaging shows a white area which is possibly related to potential fluid/seroma accumulation or equivalent post-surgery. Per ts, this could lower the impedance by increasing tissue conductivity, and it is possible in the next weeks the system impedance raises towards initial range around 50-60 ohms. The field was advised to check with the health care professional (hcp) if there might be some additional fluid post-surgery and also consider sending a new interrogation from a programmer or using latitude data once the patient is sent home post-recovery. No adverse patient effects were reported. This product remains in service.